Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for probe cover burnt. The event can be detected and prevented by following the instructions for use: gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscopes probe cover was burnt. There was no patient involvement.